Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The us complainant had placed a cp to support a patient with multiple coronary comorbidities and suffering from an st elevated myocardial infarction. The cp support was successful for 41 minutes for a high-risk percutaneous coronary intervention. The pump was explanted but then the team noted post-procedure the leg was mottled. The limb had thrombosed and had to have thrombus removal by aspiration. The patient had known peripheral artery disease. The patient survived the event.